Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration (movement) of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection") and psychological trauma ("psych injury"). The patient was treated with surgery (device removal surgery). Essure was removed. At the time of the report, the device dislocation, pelvic pain, infection and psychological trauma outcome was unknown. The reporter considered device dislocation, infection, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for migration (movement) of essure, infection, pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- previously reported event "injury" updated to "pelvic pain", events- "migration (movement) of essure, infection, psych injury" reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.